Manufacturer narrative:
Trackwise ID#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6).the vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4: from (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply was not working. The power was set to 3. There was a delay to troubleshoot. There were no patient effects.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.